Manufacturer narrative:
Visual examination of the returned device confirmed that the adhesive that typically transfers from the tyvek lid onto the blister tray during the sealing process did have an area that had peeled back onto the tyvek lid when the lid was opened. The seal transfer mark on the blister tray appeared to be irregular with a section of the transfer mark, measuring approx. 1.7¿. There was also noted some warping on the blister flange at the site the seal transfer mark. Based on the warped condition of the blister tray flange and seal transfer mark areas of the tyvek lid and blister tray, it appears that this area of the tray may have been exposed to a localized heating which resulted in the issue noted, and made the package feel difference when opening. A review of the manufacturing records shows that no anomalies were noted during the manufacturing of this lot. Manufacturing process includes a visual examination after sealing and it is not likely that would have gone undetected during inspection. As such it is possible that the unit was exposed to heat sometime after the sealing of the unit. Examination of the product found no evidence of a breach in the sterile barrier as a result of this condition however as the package was received in an open condition that cannot be verified at this time. (B)(4). The IFU cautions "if package is damaged or open, do not use product." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: when peeling back the tyvek lid on the hydrosurg irrigator during case set up, tech noticed there was a "lag" when peeling it back to open up the product. It was noted on the plastic container there was a residue of the glue around the rim but there is a segment where there was no residue. As there was concern for the product sterility the device was not used in the case.